Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 1047308 and w24gx1017. A search of the complaint database finds additional reported incidents against lot code 1035754 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint.- litigation alleges that the patient has suffered from pain and several dislocations. Doi: (B)(6) 2002 - dor: (B)(6) 2003 (left hip). Patient is a resident of (B)(6). Update: (B)(4) 2012 - medical records were received from legal. Part/lot information was identified. Records are available on disc 3 if needed for further review. Doi: (B)(6) 2002 - dor: (B)(6) 2003 (only the femoral head was removed at this time). Update: 6/5/2013 - upon medical record review by a medical professional, it was discovered that the patient suffered from cup malpositioning. The cup has now been reported.

Manufacturer narrative:
(B)(4). Added: age, UDI.